Manufacturer narrative:
Investigation: a review of the device history record for catalog# 47364902, batch# 6064567 showed zero (0) notifications for any defects noted during manufacturing of this batch. The (B)(4) manufacturing plant received four (4) intact samples from the above listed batch and one (1) cannula contained with tape. Per customer, these defects were noted during a 100% inspection of the batch. Of the samples received, two (2) were noted to have damage to bottom of the hub assembly cover: in both instances, it was noted that a proper and intact seal along the cover rim was not completed. This is not attributable to any damage to the label at this time. This is likely linked to the damage noted on the bottom of the covers. This type of damage is consistent with previously identified damage to covers at station 35 on the production line. At station 35 the covers are fully seated and leveled in the nesting platform with the seating wheel. If the cover is oriented in the platform at an angle, it is possible the seating wheel could damage the cover during the leveling process. The damaged cover could still be properly seated in the nesting platform and thus would complete the assembly process. Of the samples received, one (1) was noted to have damage to the rim of the cover. This damage, however, did not inhibit proper sealing of the device, nor was there a sterility breach noted. The damage to the cover at this location is likely due to the aforementioned issues previously noted with station 35. In this instance, however, no impact to the device, other than cosmetic damage to the hub, is noted. Visual inspections for cosmetic defects not impacting sterility performed at regular intervals during production. Of the samples received, one (1) was noted to have damage to exterior of the tear drop label. The damage to the tear drop label was consistent and placed approximately where the cannula was noted upon opening of the needle packaging. The damage caused by the cannula is visually identifiable to the naked eye.

Manufacturer narrative:
Investigation: on 17aug2017, the (B)(4) manufacturing plant received four (4) intact samples from the above listed batch and one (1) cannula contained with tape. Per customer, these defects were noted during a 100% inspection of the batch. Defects noted by customer were as follows: damage to the cover, incorrect label application, extra cannula, loose cannula. Of the samples received, two (2) were noted to have damage to bottom of the hub assembly cover. In both instances, it was noted that a proper and intact seal along the cover rim was not completed. This is not attributable to any damage to the label at this time. This is likely linked to the damage noted on the bottom of the covers. This type of damage is consistent with previously identified damage to covers at station 35. At station 35 the covers are fully seated and leveled in the nesting platform with the seating wheel. If the cover is oriented in the platform at an angle, it is possible the seating wheel could damage the cover during the leveling process. The damaged cover could still be properly seated in the nesting platform and thus would complete the assembly process. As part of bd¿s culture of continuous improvement, this station was equipped with a sensor to detect when a cover is not seated properly (installation complete 05 apr 2017). Visual inspection and leak test are performed at regular intervals during production of a batch. Of the samples received, one (1) was noted to have damage to the rim of the cover. This damage, however, did not inhibit proper sealing of the device, nor was there a sterility breach noted. The damage to the cover at this location is likely due to the aforementioned issues previously noted with station 35. In this instance, however, no impact to the device, other than cosmetic damage to the hub, is noted. Visual inspections for cosmetic defects not impacting sterility performed at regular intervals during production. Of the samples received, one (1) was noted to have damage to exterior of the tear drop label and an extra cannula found on the interior of the packaging. The damage to the tear drop label was consistent and placed approximately where the cannula was noted upon opening of the needle packaging. The damage caused by the cannula is visually identifiable to the naked eye. A double cannula camera was introduced to the line on 31 mar 2016 to help detect additional cannula that might be inside the cover or hub assembly prior to sealing. This camera completes a 100% review of all parts as they pass through the line and is challenged at routine intervals, as determined per (B)(4).. As a part of bd¿s culture of continuous improvement, a problem solving methodology (psm) activity was held in december 2016 to address additional cannulation issues on the oasis pen needle production line. As a result of the psm activity, it was identified that there were further opportunities than those addressed in april 2016, past the double cannula camera station, in which an additional cannula could be introduced into the cover. Specifically, failed cannulation of a hub resulted in loose cannula within the line that could potentially be knocked or drop into another hub. Improvements to the line, including catch pans and sealing of any gaps in shielding along the line, were completed as a part of the psm activity. One (1) loose cannula was received bound in clear tape and was noted to have been found within the case during the customer¿s inspection. As noted above under ¿extra cannula¿, this is likely due to a failed cannulation of a hub on the production line, resulting in a loose cannula. At the time of manufacturing of this batch, actions had not been taken to address the various points of entry in which a loose cannula could be introduced to the final packaging. A psm activity was held by the (B)(4) manufacturing plant in december 2016 to address additional cannulation issues, as those addressed in april 2016. Specifically, loose cannula were noted to be able to fall from the cannulation station through un-sealed shielding, onto the conveyor belt which ferried completed product to be cased. Improvements to the line to mitigate this were completed as a part of the psm activity in december 2016, including sealing of these ¿gaps¿ in the shielding of the conveyor belt. A device history record review for catalog# 47364902, batch# 6064567 (23g etw x 7mm pen needle EU). This batch was manufactured between 02jun2016 and 08jun2016. There were zero (0) notifications for any defects noted during manufacturing of this batch.

Manufacturer narrative:
Investigation: it is unknown if a sample will be returned for evaluation. A review of the device history record was completed for batch# 6064567. All inspections were performed per the applicable operations qc specifications. There were 0 defects or notifications noted for any defects during the production of this batch. Without a sample, an absolute root cause for this incident cannot be determined. (B)(4).

Event description:
It was reported that many of the bd 23g x7mm pen needle(s) had unsealed labels prior to use compromising the sterility. This was found prior to use and there was no report of injury or medical interventions.